Event description:
It was reported that this patient experienced a right ventricle (rv) lead perforation and pericardial effusion two months after initial implant. The physician elected to extract and replace the rv lead. In addition a chest drain was inserted to remove the blood from the pericardial sack. No additional adverse patient effects reported.